Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/10/2017 with the following findings: during investigation, the battery compartment was cracked traveling to the bumper pad. A leak was found at this site, and between the keypad and the cover. The battery compartment was cracked between the bumper pad and the cover. The pump was opened to find moisture throughout the interior.